Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the patient reported a scab near their incision site. The incision had opened and exposed part of a lead. On (B)(6) 2026, the patient had their rns system (the neurostimulator and four leads) explanted along with a wound washout.